Event description:
It was reported that the patient was unable to adjust stimulation. She was able to synchronize, decrease stimulation and switch to a different program but unable to turn on. It was unclear whether the patient had a problem turning on the device or adjusting the parameters. The patient's stimulation was on earlier but was turned off as she had to enter the store and she was not able to turn it back on after leaving the store. It was noted that when the patient had met the healthcare professional on (B)(6) 2012, they had trouble turning on the device but was done eventually. It was also stated that it was "most likely to be an ins issue." It was further reported that the patient had a loss of therapeutic effect. The patient had stepped into a hole on (B)(6) 2012 and fell on the ins. The patient was still able to feel the stimulation in the vaginal area but "was different somehow" and was "kind of hurting' her. Her frequency was bad again since her fall. Additional information received 4 weeks later stated that the cause of the event was a fall. A revision was to be scheduled. An x-ray done on (B)(6) 2012 found that both the leads were normal and reprogramming did not change the symptoms. It was noted that there had been a complete loss of response since the fall. The patient did not require hospitalization due to this event. No further information was available at the time of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v693902, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).